Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the backlight on the external pulse generator (epg) did not illuminate, related to the connector on the main printed circuit board (pcb). It was noted that the hanger assembly, hanger o-ring and hanger screw were all missing. It was noted that the main seal was pinched and the display wire was pinched with the wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display backlight on the external pulse generator (epg) does not illuminate. The epg was returned for service. There was no patient involvement.